Event description:
During evaluation of a returned spectrum iq pump, the device had an issue of audio affected. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device had an issue of audio affected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be loose speaker and therefore rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.